Manufacturer narrative:
The customer reported two events of air leakage in the tr band device. Both tr band devices used were the same product code but only one sample was returned for evaluation. See MDR 9681834-2016-00030 for details. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not returned

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: (1) the tr band was inflated with 14 ml of air and sheath removed without problem or bleeding; (2) about 5 minutes later, the patient was found to be bleeding; (3) the tr band cushions were noted to have deflated; (4) an attempt was made to re-inflate the device but the band would not hold air; (5) the procedure was completed successfully; and (6) the patient was not harmed.